Manufacturer narrative:
Review of quality records.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during dilatation in the mid left anterior descending artery, the rx voyager balloon was inflated to 10 atmospheres but did not continue to expand. A second voyager was used to complete dilatation. Balloon rupture was suspected. There was no adverse patient effect. Though requested, additional information was not provided.

Event description:
It was reported that the lead was explanted due to infection.